Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having trouble verifying the instruments. No matter what instrument that they would try to verify they were not able to verify. Troubleshooting included hard restarting the system, and making sure no metal was around. They moved the blankets out from under the patients head with no resolution. They changed the ports that the instrument tracker was plugged into. Technical services (ts) had them look at the bottom left hand corner when trying to verify the instrument and that got them to verify there instruments since they could see themselves attempting to verify. The doctor said that he was pressing on the foot pedal but they could not trace. Ts was unable to get them to understand that they may not be on footswitch behavior if it was not information them to use the footpedal. The nurse and doctor ended the call. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.